Manufacturer narrative:
One device was returned for analysis and repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual test was performed and found damaged dso seal. The dso seal was replaced. Functional test was performed and found defective dso sensor. Accuracy test was performed, and test passed. The dso sensor was replaced.

Event description:
One device was returned for evaluation. There was unknown patient involvement. Analysis found a damaged downstream occlusion (dso) seal and defective dso sensor.